Event description:
Pt was admitted to the hosp on (B)(6) 2012 with hyperglycemia and diabetic ketoacidosis. Her blood glucose elevated to 513 mg/dl, and she had a headache, nausea, and stomach pain. The infusion set and infusion device (type unk) were visually inspected and were "okay." The related products were requested for eval. No further info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.